Event description:
It was reported that the insulin pump had physical damage. Customer stated that insulin pump had many scratches and display worn, unknown alarm and need functional check. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).